Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high. The cannula was bent, and the customer changed the set but still had a high blood glucose of 531 mg/dl the next day. The customer had no symptoms other than thirst and treated with the insulin pump. The drive support cap appeared normal and recessed. The insulin looked clear and was not expired and the site was not sore or irritated. The time and date and basal settings were correct. The customer does not use the bolus wizard and was unable to remove the infusion set to check for a bent cannula. The bolus history displayed all entries based on the customer's recollection. The customer reported shooting the old insulin back into the vial during set changes and was advised not to. The customer intended to call back with a tubing clamp to perform the high pressure test.